Event description:
Reported due patient death. Physician attempted to implant three graftmaster stent in an attempt to seal a perforation in a saphenous vein graft. This report represents the deployment of the first stent which was 4.0 x 19mm. The perforation occurred when a bare metal stent was deployed. The perforation evolved into a dessection. An unknown manufacturer's filter wire remained distal to the dissection. The filter wire was removed and the physician successfully deployed three stents but the perforation was not sealed. The patient coded and expired in the cardiac catherization lab. Although the patient may have been a surgical candidate there was insufficient time and the graft master stents were reportedly the one viable option. Although requested, additional information was not provided.